Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door jam error, which was reproduced as a door not fully latched alarm. The messages were found to be caused by a failed lower auxiliary flex. The failed lower auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a "door jam error." It was also reported there was no pt injury.